Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, black floaters were observed in the main basin during lo ading. The valve had not yet been opened, but it was unclear if the floaters were on the compression loading system (cls), delivery catheter system (dcs) or from the cold saline. Everything was removed from the table and the nurse scrubbed again. The cls, dcs andsaline were replaced. A procedural delay of approximately 10 minutes occurred. No patient complications were reported as a result of this event. Additional information was received that the floaters appeared to be 1-2 small brown or black floaters no larger than 1mm.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, without a valve loaded within the capsule, visual analysis showed the handle and capsule partially opened. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No black particulate was observed from the capsule during flushing of the lumen. The tray was not returned. No other deformation evident to the remainder of the device. The reported event of black particulate could not be confirmed through analysis. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, black floaters were observed in the main basin during loading. The valve had not yet been opened, but it was unclear if the floaters were on the compression loading system (cls), delivery catheter system (dcs) or from the cold saline. Everything was removed from the table and the nurse scrubbed again. The cls, dcs and saline were replaced. A procedural delay of approximately 10 minutes occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013149563); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.